Manufacturer narrative:
Combination product: yes, upon receipt, the leads under complaint were subjected to an extensive analysis. The performance of the leads was scrutinized, including a visual and mechanical inspection. Solia s 60 ((B)(6)) upon receipt, the lead was found fragmented. Only a 52.5 cm long distal lead fragment was returned, a proximal segment including the is-1 connector was no returned. A locking stylet was inserted in the distal segment. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the clinical observation. A conductor fracture in the distal lead fragment could be excluded. Solia s 60 ((B)(6)) upon receipt, the lead was found fragmented. Only a 20.5 cm long distal lead fragment was returned, a proximal segment including the is-1 connector was no returned. A locking stylet was inserted in the distal segment. During the visual inspection a deformed and bent fixation helix was found. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation, a conductor fracture could be excluded. Damaging the fixation helix requires the presence of mechanical stress. Based on the damage, it is reasonable to assume that forces applied during the surgery contributed to this observation. Summary: prior to the analysis of the devices, the quality documents accompanying the manufacturing process for both devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that this lead was attempted for implantation on (B)(6) 2024 but it got entangled in heart tissue and was left capped inside the patient. The lead was now extracted on (B)(6) 2024.